Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 18sep2018. Philips fse (field service engineer) confirmed the error code. The fse replaced the power supply to resolve the issue. Subsequently, the device passed performance specification testing.

Event description:
The customer reported an air valve liftoff failure error code. There was no patient or user harm reported. The event date was not specified; estimate used.